Event description:
New information notes the lead exhibited low impedance and fracture. The lead was explanted and replaced.

Event description:
It was reported that the noise was noted on right ventricular lead during a merlin.net transmission. The noise was reproduced with isometrics. No additional information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.